Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 489 mg/dl at the time of incident and the current. The customer report symptoms related to high blood glucose was customer was not feeling well. Customer treated with insulin pump and syringes. Customer report customer does not allege pump was under delivering. The customer was not using auto mode feature. The customer state that there was no leaks and air bubbles in the reservoir. Customer reports insulin exited at the quick release. The insulin pump will not be return for analysis.